Event description:
An ipp device was implanted on 7/21/89. The reservoir was revised on 7/29/92. The pump reservoir were revised on 10/9/95. The reservoir was removed from the pt and replaced on 3/24/97 due to migration to scrotum and pt dissatisfaction. Reservoir was found to not draw air from tubing end during repair.